Event description:
It was reported that the patient presented to the emergency room with pocket dehiscence and suspected infection. The left ventricular lead was removed with the rest of the system. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".